Event description:
It was reported that the patient contacted support for assistance with the ilet pump after experiencing elevated blood glucose, with a highest reported value of 223 mg/dl, and disclosed that long-acting insulin was placed into the pump cartridge; the patient had previously spoken with clinical diabetes support but did not complete training, and was advised to disconnect for 24 hours if using long-acting insulin and to contact their healthcare provider. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.